Event description:
During a procedure, the surgeon was using a disposable clip applier (ethicon ligaclip mcs20) when it misfired (three clips instead of one clip). The three clips were removed, the clip applier was taken out of service and a new one obtained. The skin was closed using a new clip applier. There was no harm to the patient. Operations manager and clinical coordinator aware and followed up.